Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer spouse reported via phone call prime anomaly on the insulin pump. Customer's blood glucose level was 120 mg/dl. Troubleshooting for the prime rewind was performed. Customer changed the reservoir and infusion set during the priming of the tube. Customer advised insulin dripped out after the motor stopped during the manual prime process. Customer's spouse advised the patient did not wear the insulin pump during the prime process. Customer's spouse advised the issue remained unresolved although they believed everything had been done properly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime anomaly noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.